Manufacturer narrative:
E.1 initial reporter email: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the module was no longer communicating with the server. A technical support specialist (tss) unable to remote onto station. Tss deployed remote support service (rss) package to restart services and tried to login again still times out.so, fse field service engineer (fse) was waiting for site information technology (it) to check the network. Or6 also had an issue. It reported that had checked the cable and rebooted with no resolution. Later, the fse confirmed remotely that the site had resolved the communication issue in this or and the station was online in rss. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the module was no longer communicating with the server. As a result, patient information did not populate to the station, and inventory data was not transmitted back to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.